Event description:
A report was received that following a revision procedure the patient was experiencing charging difficulty. It was determined that electrocautery was used during the revision procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001). A bsn engineer analyzed the patient's database and determined premature battery depletion.

Manufacturer narrative:
Additional information was received that the physician recommended that the patient's ipg be replaced, but the patient does not want to take any further course of action at this time. A review of the manufacturing documentation of the ipg revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing.

Event description:
A report was received that following a revision procedure the patient was experiencing charging difficulty. It was determined that electrocautery was used during the revision procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual (B)(4)). A bsn engineer analyzed the patient's database and determined premature battery depletion.